Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the cubie pocket was failed and got error message. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie pocket was failed. A field service engineer found that the entire drawer had read/write errors in the cubies. Logged into hardware test application and opened all cubies to remove medications. Removed the empty cubies, and customer recovered them as cubie not there in the station. The customer then redistributed the medications to other locations. Reseated the row board connection to the drawer. The customer successfully reloaded the medications and tested the drawer. The system functioned as intended after the field service engineer repaired the device.